Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has one battery that will not charge. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during a preventive maintenance, one of the batteries of the cardiosave intra-aortic balloon pump (iabp) was not charging. In order to fix the issue, the fse replaced the battery (0146-00-0097) as it was confirmed that the battery was bad. The unit then passed all functional and safety tests per factory specification.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a